Manufacturer narrative:
The reported event is unconfirmed. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector and syringe without original packaging. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under four (4) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No root cause could be found because the reported event was unconfirmed. A review of the device history record was not necessary due to the reported event being unconfirmed. As the reported event was unconfirmed, a labeling review was not required. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water was not drained during pretest and stated that medicon syringe was used to drain the water.

Event description:
It was reported that sterile water was not drained during pretest and stated that medicon syringe was used to drain the water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.